Event description:
The customer reports the device has a therapy board failure message.

Manufacturer narrative:
(B)(4). The customer reports the device has a therapy board failure message. A philips authorized support distributor evaluated the device and confirmed the reported problem. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. There was no reported pt involvement. We will consider this a malfunction of the therapy pca that caused the device to have a therapy board failure.